Event description:
Medtronic received information that during use, the customer reported an insertion issue with the 96600-125 25 fr bio-medicus cannula. The facility was using the cannula for the first time. When they went to pull back the introducer the end piece came off. This piece is rigid white plastic and serves as a finger grip to the introducer. It looks like a leur cap, but is not supposed to come off. They were able to pull the introducer back and proceed with using the cannula. Cannula performed well and this did not impact the patient. No packaging damage was observed. The cannula had just arrived at the hospital the day before this case.

Manufacturer narrative:
Device evaluation summary: visual inspection of the used device shows the hub is separated from the introducer. Reason for return was confirmed. Conclusion: there is a potential this was caused by a handling issue during transportation or during the case. After analysis this complaint cause was not determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.